Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said that their stimulator was not working and they had pretty bad incontinence. Patient said their hcp told them to call mdt. Reviewed role of pss. Patient said that they turned their stimulation off for the last 3-4 days. Patient also said that if they increased the stimulation too high it shocked them. Patient had tried all of the 7 programs and the stimulation was still shocking them and not helping their symptoms. The patient was redirected to their healthcare provider to further address the issue.